Manufacturer narrative:
Corrected information provided in h6. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147., corrected data: corrected information provided in h6.

Manufacturer narrative:
One cadd-legacy plus pump 6500 was returned for analysis in good condition. The pump was visually inspected and the event log was ran to check if an alarm did occur and there was no evidence that an alarm occurred. The downstream and upstream occlusion sensor were tested and the "no disposable attached" alarm could not be duplicated. After attempts to repeat this procedure, no running error was replicated. Occlusion testing revealed no malfunctions. The cause of the issue as the device passed all delivery testing. Preventative maintenance was performed on the pump.

Event description:
Information received a smiths medical product cadd-legacy plus pump 6500 alarmed no disposable attached while technician was performing preventative maintenance on the pump. No patient adverse events reported."

Manufacturer narrative:
Additional information was received indicating that there was no patient involvement.